Event description:
It was reported that, eight days post an uneventful left common carotid artery stenting procedure with an xact stent, the pt suffered a stroke with right hemiparesis. The pt declined treatment and was sent home on hospice. Twelve days after the onset of the stroke, the pt died. No additional information is available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. A review of the device history record for this lot is forthcoming. A supplemental report will be submitted with this information.